Manufacturer narrative:
There was no indication that the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported in a social media post that the patient had experienced an induced ventricular tachycardia during a pulsed field ablation (pfa) procedure when creating a mitral annulus line to treat atrial fibrillation. It was suspected that the proximity to or contact with the left ventricle base at this position might have triggered premature ventricular contractions and ventricular tachycardia. Additionally, the patient had a history of heart failure and ventricular tachycardia and did not show any relevant abnormalities in pre and postoperative labs. No further information is available.